Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported a stroke occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully implanted. The patient was on warfarin six weeks post implant. They were on plavix and aspirin for three additional months then plavix stopped and aspirin continued. The follow up echocardiogram was within normal limits. There was no leak at the time of the implant, but there was a possible leak at the 45 day follow up measuring 0.19 mm. No thrombus was detected. On (B)(6) 2018, the patient was admitted to a different hospital than the implanting hospital with an ischemic stroke to right mid cerebral artery.